Event description:
It was reported that a patient with csm (cervical spondylotic myelopathy) underwent a laminoplasty at c4-c6. According to the report, the implant "only used at c5 for hinges at c4 and c6 were fractured". The surgical time was not extended due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.